Event description:
It was reported that the itrak 3500l would not boot up. (Black screen). No patient injury reported.

Manufacturer narrative:
A ge service rep performed an evaluation over the telephone. Discussed the product problem with the facility. Had facility biomed manually turn on the ups. The system was tested and found to be working as intended. System was returned to service.